Event description:
It was further reported that pre-dilation was performed and that the vessel was severely calcified. It was confirmed that the stent did not dislodge from the stent delivery system. The device was removed from the patient without complication.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 90% stenosed target lesion located in the calcified and moderately tortuous left circumflex artery. A 2.5x12mm promus element stent was advanced, but could not cross the lesion. The physician then attempted to remove the device, however the device stuck in the lesion. The physician then removed the 2.5x12mm promus element stent by force and stent damage occurred. The procedure was completed with a 2.5x12mm non-bsc stent. No patient complications occurred and the patient status is good.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).